Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp via right internal jugular vein in the right chest wall. On (B)(6) 2025, it was reported that swelling was noted during infusion. Examination and imaging confirmed that the catheter has allegedly fractured completely and had a migration. The port and catheter have been removed. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, three photos and one image was provided for review. The first photo shows partial view of port attached to the catheter part in which catheter was noted to have a complete break. A crack noted near to the port stem. The second photo shows the port and catheter fractured completely. The third photo shows report in native language. The image depicts the device having been implanted via a left internal jugular access. The catheter is cleanly fractured distal to its arch in the neck. The distal segment is noted to have migrated minimally. Therefore, investigation is confirmed for the reported fracture, material separation, migration and suction issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent a port placement procedure using the powerport m.r.I. Isp via the right internal jugular vein in the right chest wall. Post the procedure on (B)(6) 2025, it was reported that swelling was noted during infusion. Furthermore, examination and imaging confirmed that the catheter had allegedly fractured completely and had a migration. Reportedly, the port and catheter have been removed. The current status of the patient is unknown.